Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert and off no power alert noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the off no power alert. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. Customer will return device for analysis.